Event description:
It was reported to philips that the device experienced an etco2 test failure. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to faulty co2 calibration tubing. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the co2 calibration tubing. The tubing was replaced and the device passed all subsequent testing. Calibrations were completed for preventative maintenance and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an etco2 test failure.